Manufacturer narrative:
Reference record (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062912. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection (inflammation) is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019 a patient in germany underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. On (B)(6) 2023 the patient presented to a clinic in poor general condition with an inflamed stoma, covid disease and sepsis. The patient was treated with unspecified intravenous antibiotics and the tubing was replaced on (B)(6) 2023 with non abbvie branded tubing. Additional information received from a physician who reported that the patient was hospitalized from (B)(6) 2023 and experienced events of hypoxic respiratory failure "in the case of pneumogenic sepsis with suspected aspiration pneumonia," covid-19, pneumonia, kidney failure, sepsis, and cardiac defibrillation. The physician also reported that the pneumonia existed prior to hospital admission and before the tubing (probe) change. It was reported that after the tubing was changed, the pneumonia resolved. On an unknown date, the kidney failure and cardiac defibrillation were resolving. Abbvie conservatively reported the event of stoma site inflammation with treatment of intravenous antibiotics.